Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. Analysis was unable to confirm a stuck object in the floppy drive. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to select everything on the display as the calibration appeared to be off. The programmer was also unable to update due to a disk stuck in side of programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.